Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 560 (mg/dl) after eating breakfast and bolusing. Customer indicated that they will administer a manual injection to address bg levels. System check with tandem technical support indicated pump was performing as intended. Customer changed infusion set while on the call with tandem technical support and indicated that they would call back if they encountered any further issues.